Event description:
It was reported the patient's device "went dead." It was stated, the patient asked the healthcare provider to remove it so they could get a magnetic resonance imaging test of the spine. It was further noted that every component associated with the device had been removed. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3093-28 lot# v002596, implanted: 2006 (B)(6), product type lead (B)(4).